Manufacturer narrative:
The device history and sterility records have been reviewed by manufacturing and found to be in compliance. This lens was manufactured before april 2000 and underwent a modified (buffered tumbling) process during its manufacture. The method of manufacture was subsequently changed to eliminate the use of this modified process. There have been reports of biofilm formation causing opacification of lenses with serial numbers that correspond to the use of the modified (buffered tumbling) process.

Event description:
A surgeon explanted and replaced a memory lens iol from a patient's left eye due to opacification. Left eye acuity reported as 20/20-2 in 2007 post op visit. Prognosis excellent. Posterior capture rupture reported at original implant procedure. No further information has been provided.